Event description:
I had a biologic aortic heart valve built by ats medical implanted on (B)(6) 2009 identified by: serial #: (B)(4), model #: 1000, pt ID#: (B)(6). This implant had a total mechanical failure when one of the leaflets of the tri-cuspid valve attached to the device came unstitched. This lead to serious aortic regurgitation resulting in another open heart surgery to remove the defective valve and implantation of a mechanical aortic heart valve, a lengthy hospitalization, medication necessary for the rest of my life and undue pain and suffering. I also had a total of four blood transfusions surgeon reported no other physical cause for this valve failure other than mechanical. Photographs of the torn leaflet can be provided and clearly seen. Diagnosis or reason for use: failure of my own tricuspid aortic heart valve. Event abated after use stopped or dose reduced: yes.